Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) customer service contacted the customer regarding medwatch report #mw5182197. During follow-up, the customer reported a sensor-site issue with their adc device, including pain during sensor wear and skin irritation at the sensor site. There was no report of third-party treatment for this issue. Based on the information provided, there was no report of serious injury associated with this event.